Manufacturer narrative:
On 12 october 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: there is a breaking of the shaft near the connection between the shaft and the wheel. The breakage is fragile. The failured instrument was produced according to the specifications at the time of production. To date, the instrument design has been slightly modified to improve the reliability and repeatability in the production, in particular for the welding area. The route cause of the failure is not clear but it can be attributed to different factors: production welding based on the design together with the application of uncontrolled tightening torque. Batch review performed on 12 october 2017. Lot 1412124: (B)(4) items manufactured and released on 25 september 2014. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of the same lot.

Event description:
Instrument breakage during surgery. It was difficult to remove the shaft from the patient body. Due to this event, the surgery was prolonged about 30 minutes.